Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Exact value was not provided, cause was not known. Customer address elevated blood glucose level by administrating a manual correction injection, and correction bolus via pump. Reportedly, a supply change was performed, and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider regarding diabetes management.